Manufacturer narrative:
The device was evaluated by olympus. The evaluation found no image was produced due to a faulty printed circuit board. In addition, the evaluation found a video connector socket failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cv-190, evis exera iii video system center to olympus for repair due to a report that the video connector was broken. Upon inspection and testing of the returned device, it was found that no image was produced. This report is submitted due to no image produced. As the event was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 14-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2, the country name should be finland. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was presumed that the prolonged use of this device resulted in a failure of the printed circuit board and the occurrence of the indicated phenomenon. Olympus will continue to monitor field performance for this device.